Event description:
During a pta treatment procedure to dilate a calcified, tight lesion in a dialysis graft the balloon detached. The physician had advanced the balloon catheter to the target lesion when at some point during the procedure noted that the balloon had detached from the catheter. According to the reporter, the physician pulled back on the balloon catheter while the balloon was still somewhat inflated in an attempt to move or dislodge thrombus. A snare was used to successfully retrieve the balloon material. The procedure was successfully completed using another balloon catheter. The patient is reported as 'fine' following the procedure; no injury or complications were reported.